Event description:
A surgeon reported an inaccuracy of 1-2cm that occurred while in a cranial procedure. The bone flap needed to be enlarged and the linear skin excision extended 3-4cm. Navigation was continued until the tumor was localized visually. The procedure was completed with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Corrections: adverse event inadvertently selected on the initial 3500a, corrected to product problem. Evaluation: the software investigation found that there was only a single exam that was registered with tracer. There is no indication that a merge was performed. The root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative, following up at the site, performed a system checkout. No inaccuracy was found. System fully functional. Head frame has been tested and little slack on locking mechanism has been discovered. Software investigation has not been completed.